Event description:
On 21 may 2024 it was reported by a sales rep via email that an ar-4160ft bone reduction forceps w/teeth broke during use. This occurred on (B)(6) 2024 during a mid foot fusion in southern cross hospital wellington. The case was completed successfully with the use of another forceps. There was case involvement

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint allegation was confirmed. One unpackaged ar-4160ft bone reduction forceps with teeth batch number 672206 was received for investigation. A visual inspection revealed that one of the instrument¿s jaws was broken off.¿ functional testing was performed, attempting to open and close the jaws; however, it was found that they were too tight to move.